Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. A visual and functional inspection was performed on the returned device. The reported problem of an f-94 alarm code was confirmed in the sample evaluation and event history log review. The cause was determined to be the device out of configuration and the configuration settings were reset to resolve the problem. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump was observed exhibiting an f-94 alarm code. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.